Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to the event for an unknown indication. During the hospitalization, the patient underwent a procedure that required a tube to be placed in the patient¿s groin. Following that procedure, the patient experienced bloody effluent which was considered to be a manifestation of the peritonitis. The treatment for the peritonitis included gentamicin (intraperitoneally (ip), dose and frequency not reported) and ancef (ip, dose and frequency not reported). On an unreported date, the treatment with gentamicin was discontinued. The patient was later discharged from the hospital and the following day, the patient was placed on vancomycin (ip, 1.5 grams every 5 days) and again gentamicin (ip, dose and frequency not reported) for the peritonitis. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The onset of the peritonitis was unknown, but was sometime between (B)(6) 2014. A batch review will be performed for the potentially associated lot numbers 13i20h25 and 13j15h25. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 13i20h25 and 13j15h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.